Event description:
A materials manager reported an intraocular lens (iol) was removed and replaced during the same surgical procedure. Info was received from a nurse that the lens was removed during the case because the ¿surgeon opted to remove the lens¿ due to other issues during the procedure. Add¿l info was received from the risk manager for the surgeon that a linear posterior capsule tear was noted after the lens was inserted. Add¿l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add¿l info was requested on 04/27/2012 and 05/18/2012 by phone, fax, and mail. A completed quality questionnaire was received on 05/16/2012. A completed follow up questionnaire has not been received. Add¿l info was received in a follow up phone call on 05/18/2012. (B)(4).